Event description:
The pt and wife awoke the am of (B)(6) 2016 with a vad alarm and determined he was going to perform a controller switch over. He asked his wife to go get his backup equipment. The pt's wife wanted to page the vad coordinator but the patient advised her not to call. The pt disconnected his driveline then was unable to reconnect. He asked his wife to call 911 prior to losing consciousness. The pt was found unresponsive by ems at home with a driveline disconnect alarm. Medic was able to reconnect driveline. Unclear how long the driveline was disconnected. Medic paged vad coordinator. Once vad driveline was reconnected, the vad demonstrated low flow alarms but pt was still not breathing. Vad coordinator advised medic to assess heart rhythm. EKG demonstrated vfib. Advised to defibrillate. Pt was defibrillated and established an organized heart rhythm per ems. Vad low flow alarm resolved. Pt still not breathing. Vad speed at this time: 9800 rpm; pi 2.5; flow: ---. Ems reports possibly needing to intubate pt in the field and then air transporting the pt to (B)(6) ed. Pt presented to the ed via air transport intubated. Vad low flow alarms continuous. Ek demonstrated vfib. Pupils fixed by ER me report. Pt received multiple shocks for vfib without sustained success. Amiodarone therapy started as well. Per ER me: time of death declared. ER md spoke with vad medical director and hm2 lvad was deactivated at 0742.